Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 98% stenosed target lesion was located in a severely tortuous left radial vein. After inserting a 4fr non bsc introducer sheath, a 0.018 transend guide wire was advanced to the lesion, followed by the 4.0 x 40 sterling balloon catheter. The balloon was inflated to 10atms for 60 seconds and then to 12atms for 6 seconds. At this point, it was noted that the lesion was not fully dilated. A third inflation was performed and the balloon ruptured at 13atms. The device was exchanged for another of the same and the lesion was successfully dilated after inflating the balloon to 14atms for 30 seconds. There were no patient complications reported and the patient's status was reported as good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)